Manufacturer narrative:
Exact patient age unknown, but reported to be over (B)(6) of age. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a stent placement procedure performed in the pancreatic duct on (B)(6) 2015. According to the complainant, during the procedure, the stent could not cross the stricture. The physician then pushed the stent and the delivery system with force and the stent accordioned. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). A visual evaluation found that the stent was kinked in multiple locations throughout. Proximal tip of the stent was deformed. Guide catheter was kinked. Push catheter was kinked and buckled. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the device to bend/coil leading to kinks and bends in stents and catheters. Due to the kinks and bends, the stent would become difficult to deploy. Efforts to deploy the stent could cause complications such as buckling in push catheter. The likely cause of difficulty advancing device in anatomy are the kinks and bends in stents. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure performed in the pancreatic duct on (B)(6) 2015. According to the complainant, during the procedure, the stent could not cross the stricture. The physician then pushed the stent and the delivery system with force and the stent accordioned. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."